Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: in the initial emdr, it was incorrectly reported that the explant date was (B)(6) 2017. However, in review of the file, the actual explant was (B)(6) 2017 and the implant date was (B)(6) 2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. H3 other text : placeholder

Event description:
It was reported that a tecnis symfony intraocular lens (iol), model zxr00 22.5 diopters, was explanted on (B)(6) 2017 because the patient complained of severe halo, and starburst while driving with no decrease 6 weeks after implantation. There was no injury to the patient. No additional information provided.